Event description:
During use of the device for a cardiopulmonary bypass procedure, the user observed an arterial pc02 sensor error message. The user also reported dashes appeared for the pc02 value. The user replaced the shunt sensor and the pc02 value returned. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a pt as a result of this event.